Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturers investigation is completed

Event description:
It was reported that the patient passed away due to multiple sub-arachnoid hemorrhages, secondary bacteremia, and acute kidney injury. Additional information revealed that prior to death the patient presented on (B)(6) 2021 with worsening nausea/vomiting and was found to have progression of their sub-arachnoid hemorrhage (sah). The patient was hypertensive with stable ventricular assist device (vad) flows. Blood cultures demonstrated pseudomonal bacteremia (started on piperacillin/tazobactam). The patient then had progression of his renal failure to chronic kidney disease (ckd) though the patient remained nonoliguric. Repeat computed tomography (CT) head revealed stable sah despite being off anticoagulation and antiplatelet therapy. The site suspected mycotic aneurysms given chronic bacteremia. The type of infection was (B)(6) bacteremia. The arteriovenous malformation (avm) was confirmed to be subarachnoid blood in the right hemispheric sulci, right sylvian fissure, and basal cisterns relative to the study from earlier the same day. Stable 1 cm intraparenchymal hemorrhage in the high right frontal lobe with mild surrounding vasogenic edema. No shift of the normally midline structures. It was reported the death was not considered to be device related and the device operated as expected.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6), and the reported events cannot be conclusively determined through this evaluation. It was reported through patient outcome that the patient passed away on (B)(6) 2021 due to multiple sub-arachnoid hemorrhages, secondary bacteremia, and acute kidney injury. Additionally, it was reported that the patient had chronic bacteremia on (B)(6) 2021. Additional information was communicated on 20jul2021 stating that the patient presented with worsening nausea and vomiting. They were found to have progression of their subarachnoid hemorrhage (sah). The sah was spontaneous despite being off their anticoagulation and antiplatelet therapy. They had stable subarachnoid blood in the right hemispheric sulci, right sylvian fissure, and basal cisterns relative to a study performed earlier that day. The patient had a stable 1 cm intraparenchymal hemorrhage in the high right frontal lobe with mild surrounding vasogenic edema. There was no shift of the normal midline structures. The patient was hypertensive with stable vad flows. Blood cultures showed pseudomonal methicillin-resistant staphylococcus aureus (mrsa) bacteremia, and a pip-tazo was started. It is believed that the infection was device related. The patient had progression of their renal failure to chronic kidney disease stage 5 (ckd v) though they remained nonliguric. A repeat computed tomography (CT) scan was performed and revealed stabilization of the sah. Mycotic aneurysms were suspected due to the chronic bacteremia. Additional information was communicated on 06aug2021 stating the infection was device related. The patient presented with nausea and vomiting, oral bleeding and lethargy. The patient was on antibiotics. The death was not considered to be device related, and it is believed that the device operated as intended. The device was not returned for evaluation. The heartmate 3 lvas instructions for use (IFU) lists renal dysfunction, infection, hypertension bleeding, stroke, and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This document also provides information regarding anticoagulation, including recommended inr (international normalized ratio) values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. This document also lists neurological dysfunction as a potential late postimplant complication. In reference to hypertension, the IFU states that post-implantation hypertension may be treated at the discretion of the attending physician and any therapy that consistently maintains mean arterial blood pressure less than 90 mm hg should be considered adequate. The relevant sections of the device history records for (B)(6) including sterilization and packaging documentation, were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.